Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for advanced technology intraocular lenses (atiol) model 06 months 23 days following the initial procedure. Clinical and patient reason for explant was mentioned as intolerance of glare. Additional information has been requested.